Event description:
Procedure type: appendectomy. According to the reporter: the complaint is that balloon will not properly form when air is inserted. The information about patient was not given. The surgical time was not extended by more than 10 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).